Manufacturer narrative:
Considering the results of the investigation performed for similar cases, it is possible to conclude that the reported issue is related to an incorrect handling of goods during transport to hospital. The hospital involved, in fact, is located within the same distribution area (us east coast) where other hospitals have reported similar issues.

Event description:
The user reported that during unboxing the primary packaging was found to be opened and broken. No patient was involved in the case.